Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic deformed/asymmetric. Also the lens was faulty (not haptic) and could not be used. The haptic was angled and at the time of the implant it did not finish opening, so the optic could not be accommodated and it became necessary to explant it in the initial procedure. Additional information was requested.